Event description:
It was reported that a spectrum infusion pump had malfunctioned key #2 in keypad found upon device power up in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, malfunction #2 in keypad was reproduced while preforming keypad test. Evaluation found that the #2 key and other keys on the keypad had a delay. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.